Event description:
It was reported to philips that the system's collimator was closing on its own, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed, and the system had to be restarted to get it working again. The philips remote service engineer (rse) checked the system remotely and confirmed that the collimator was closing on its own. Review of the log files shows shutter related errors, and the user repeatedly opened shutter 1 manually. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found no issue but the customer reported that the collimator would intermittently stop responding to controls, and the system had to be rebooted to restore functionality and requested a replacement of the collimator. To resolve the issue, the fse replaced the collimator and performed calibrations. The defective part was sent for analysis, for shutter malfunction was observed and the failed component was main shutter x, xdc board and x shutter goes towards negative values. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.